Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were experiencing shocking often. No further complications reported/anticipated.